Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. It was reported that the insulin pump had a critical pump error. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will be returned to the analysis.

Event description:
It was reported that the insulin pump had a critical pump error. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned to the analysis.